Manufacturer narrative:
The reported lot number 22769889 does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined. (B)(6). (B)(4). The patient indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5094347.

Event description:
It was reported to boston scientific corporation that a lynx blue sling was implanted during a cystocele and rectocele repair, and hysterectomy procedure performed on (B)(6) 2020 for the treatment of pelvic organ prolapse. According to the patient, immediately after the procedure, something was not right at her left pubic bone. The patient had suffered pain for a month with a level of 9 every time she would cough or sneeze, but that has gradually subsided. However, she still experiences pain. At the sixth week follow-up, it was discovered that the mesh eroded into the vagina. Since then, the patient has been going back to the doctors every six to eight weeks but is still unable to have intercourse. In addition to estrogen cream and pills, the patient has done three laser treatments and still has pain on the right side of the vagina. Reportedly, she can feel the sling at the point of pain at the top of the vagina and intercourse feels like a bottle of brush. Furthermore, the patient reports of experiencing bleeding. Subsequently, there is a possibility of undergoing another surgery to trim or remove the mesh.